Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the healthcare professional requested the pump be replaced due to date and time errors occuring with pump as well as noted on download at clinic. There is no reported adverse event with this complaint. This report is made based on the allegation of the time and date issue.

Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the dates in the total daily dose history were incongruent due to the pump date reverting to factory settings, 01/01/2007 on 04/26/2013 after a power on reset and not being manually changed for 12 days until 05/10/2013. During testing, a timekeeping accuracy test was performed and the pump was found to keep the time accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.